Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. The right ventricular lead exhibited loss of capture and no sensing. Lead dislodgement was confirmed on x-ray and occurred due to twiddling. The patient presented to the operating room on (B)(6) 2017 for lead revision. During the procedure, the helix would not extend for repositioning. The lead was extracted and replaced. Patient was stable before, during, and after the procedure.